Event description:
It was reported that noise/oversensing resulting in the device charging occurred involving this device. No inappropriate shock was delivered. The patient was in bed at the time and disabled due to their cardiac arrest unrelated to a system malfunction. Troubleshooting was recommended, but there was difficulty getting access to the patient due to covid-19. Additional information noted that this device was reprogrammed and since this time the patient experience an inappropriate shock due to noise. A possible system explant was discussed. A review of the device data by technical services (ts) noted that both the secondary and primary sensing vectors were susceptible to oversensing given the artifacts seen. Ts discussed recommendations and noted that it was not possible to identify the root cause of the artifacts seen in the episodes. Additional information noted that this device was deactivated due to the report inappropriate shock due to noise/oversensing. No adverse patient effects were reported.

Event description:
It was reported that noise/oversensing resulting in the device charging occurred involving this system. No inappropriate shock was delivered. The patient was in bed at the time and disabled due to their cardiac arrest unrelated to a system malfunction. A possible electrode malfunction was alleged and an electrode replacement was discussed. Troubleshooting was recommended, but there was difficulty getting access to the patient due to covid-19. No adverse patient effects were reported.